Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
The olympus field service engineer investigated the device onsite. The correct lamp was installed in the clv-190. The heat sink compound was on the lamp and the fan was operating correctly. The field service engineer cycled the power numerous times but could not duplicate the failure. No problem could be detected. This event is still under investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported the main lamp of the evis exera iii xenon light source does not always turn on. No patient involvement was reported for this event.